Event description:
Report received from the USA stating that during surgery the device would not spin. There were no user or patient injury. It is unknown if medical intervention or surgical delay occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).